Event description:
The hcp reported that the pt developed an infection and was experiencing fever, redness, swelling and pain. The primary location of the infection was the device pocket. Cultures were not obtained. The pt was treated with oral and IV antibiotics. The pump was flipping requiring pump/proximal catheter revision with pouch in 2005. Additional risk factors reported by the hcp were corticosteroid use, liver failure and hepatitis c. The pt is reported to be healing well now.